Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noted the infusion set cannula was not inserted into the anatomy and stopped an extended bolus prematurely. Customer reported to being unaware that the bolus delivery would not restart when the cartridge change was completed. Customer's blood glucose (bg) level was impacted 377 mg/dl. During troubleshooting with tandem technical support, customer understood that once insulin delivery is stopped for any reason, it will not resume on it's own. Customer delivered a correction bolus for treatment of the elevated bg level.